Event description:
It was reported that a bd micro fine plus¿ insulin pen needle was clogged, and medication did not come out. Customer¿s verbatim: ¿ customer complained drug didn't come out. Please conduct clog test on all the returned samples. ¿

Manufacturer narrative:
Investigation summary: forty nine open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on all forty nine samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro fine plus¿ insulin pen needle was clogged, and medication did not come out. Customer¿s verbatim: ¿ customer complained drug didn't come out. Please conduct clog test on all the returned samples. ¿